Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs provided. Examination of the provided pictures identified the instrument is fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g4; g7; h1; h2; h3; h6 product was returned and evaluated. Upon visual inspection the device had fractured at the threaded shaft. There is wear visible on the fins. Additional information does not change the previous outcome of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the inserter was fractured in the process of impacting, to implant the cup. The customer had backup product to finish the surgery. No adverse events have been reported as a result of the malfunction. It was reported that no further information is available.